Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display, flashing, solid white. It was reported that no report of pump screen flashing when screen was turned on after being in sleep mode. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting . The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with solid white display, missing segments and partial display, and vertical and horizontal black lines due to cracked lcd glass. Unable to perform the self test and displacement test due to cracked lcd glass.